Manufacturer narrative:
Corrected information a, b5, h6: b5: it was reported that a spectrum infusion pump had downstream occlusion 'tripped at over' 20 pounds per square inch (psi). This occurred during check out testing. There was no patient involvement. No additional information is available. H6: impact code is corrected to f27 and device problem code is updated to a160106. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion testing with the requirements and had passing results. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had downstream occlusion tripped at over 20 psi . This occurred during check out testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.